Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged stylet is confirmed and was determined to be use related. One 3cg stylet with a t-lock was returned for evaluation. An initial visual observation showed blood residue on the returned sample. The stylet was observed to be bent at multiple locations along the length of the stylet, most severely about 64.8 cm and 5.2 cm proximal to the distal end of the stylet. A microscopic observation revealed the stylet was bent between many of the magnets but was not broken, and the polyimide coating of the stylet was observed to be stretched at the location of the bends but was unbroken. The stylet tip was observed to be present and intact. The location and physical characteristics of the damage observed in the returned stylet as well as the event description provided by the complainant suggest the stylet was most-likely damaged during use. This damage could be caused by insertion or retraction against resistance, extension of the stylet tip past the distal end of the catheter during insertion, and excessive manipulation of the stylet during insertion. A lot history review (lhr) of redq1561 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that there was an instance where it was noted that the stylet was damaged during removal. Facility purposefully pulls stylet through tlock assembly to dispose in sharps container. They do not feel that these events are attributable to the product but the way they remove the stylet. On (B)(6) 2019 per investigation, the guidewire is kinked.